Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results within 10 minutes: 451 mg/dl, 481 mg/dl, and 41 mg/dl. The patient could not recall how many meters she tested on or if all three tests were from the same lot of strips. No adverse event reported. Return of suspect device was requested and replacement was sent.